Manufacturer narrative:
(B)(4) the reported complaint of "system error 3" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. The pump assembly was replaced. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " we have a pump that failed while on a patient. It stopped pumping and system error 3 appeared. After restarted a couple of times error repeatedly appeared. The pump made its usual sound but error produced after that". Additionally, it was reported that the pump was replaced with a different pump to continue therapy. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported " we have a pump that failed while on a patient. It stopped pumping and system error 3 appeared. After restarted a couple of times error repeatedly appeared. The pump made its usual sound but error produced after that". Additionally, it was reported that the pump was replaced with a different pump to continue therapy. No patient injury or consequence reported. Patient's current condition reported as "fine".